Event description:
It was reported that the flash ball of a solution administration set had separated while opening the overpouch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) (B)(6). Baxter received one sample for evaluation. Visual inspection showed that all components were present and the set was assembled according to specifications; however the flash ball was separated from the needle adapter. The cause is determined to be due to a failure in the flash ball assembly machine. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.